Manufacturer narrative:
A root cause investigation was completed related to this event. A subsequent review of the systems log data found there was no indication of errors related to an extended (uncommanded) x-ray exposure or evidence of an exposure continuing longer than desired. The conclusion was that there was no accidental radiation occurrence (aro) related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction resulted in an accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.